Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device abnormalities were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that image did not generate while using the video system center. There was no patient harm associated with the event.

Event description:
The customer reported to olympus the issue occurred during the demonstration of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide new information. Olympus will continue to monitor field performance for this device.